Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was unknown at the time of incident. The caller stated that the insulin pump had solid white screen. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Device passed self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history. Problem isolated to electronic assembly. No pump error alarms noted during testing. No missing segments/partial display noted. However, corroded electronic assembly noted during visual inspection.